Manufacturer narrative:
As of today, all information suggests that this lead remains in service. No additional information is available and our investigation is complete at this time. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead displayed pacing impedances of greater than 2000 ohms in all configurations. The lead was not able to capture the myocardium at max output and no sensing was able to be obtained. Daily measurements for the lead were turned off as the patient was experiencing muscle stimulation. The local field representative also reported that they were attempting to minimize right ventricular and lv pacing as the patient's ejection fraction had drastically improved. There were no adverse patient effects reported.